Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the supply line of the integrated apd set w/cassette and the supply bag which resulted in leak. This occurred during an unspecified process step of automated peritoneal dialysis (apd) therapy. It was further reported that the bag connected to the blue clamp line came loose from the line at the connection point and leaked. The patient did properly tighten the connection before the therapy started. Renal therapy services (rts) advised the patient to contact their nurse regarding the missed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.